Event description:
It was reported that a patient enrolled in a clinical study underwent an initial right hip arthroplasty on (B)(6) 2006. The patient has experienced right trochanter pain since 2012. No right hip revision has been reported to date. It is noted that patient is bilateral with a left total hip initially implanted on an unknown date in 2003. Subsequently, a left hip revision occurred on an unknown date due to unknown reasons. It was noted that patient has experienced left hip pain since 2012 and osteolysis of the left hip around the femoral component was noted in 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿intraoperative and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01370).